Event description:
Health professional reported alleged "band prolapse, dysphagia, and reflux" associated with the lap-band system. These events were confirmed by the surgeon without diagnostic testing. The lap-band system was removed without replacement.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Slippage of the device, dysphagia, and reflux are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The serial number of the device was requested. Device labeling addresses the reported event on band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."